Manufacturer narrative:
The device in question was returned to the manufacturer on 11/08/2006 for evaluation. An investigation on the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.

Event description:
It was reported to boston scientific (bsc) that a customer had problems during use of a stent. According to the customer: "the md could not advance the stent out of the delivery system. Md used term "locked up" for failure description." In addition, the following was reported to bsc's rep by the user facility: "the patient death was related to a cardiac issue."